Manufacturer narrative:
(B)(4)

Event description:
It was reported during intra-aortic balloon (iab) catheter passage, coping was observed in the distal portion of the catheter. As a result, the catheter was removed and replaced with a new catheter successfully. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of iab insertion difficulty is not able to be confirmed. The reported complaint could not be confirmed after review of the customer photo. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported during intra-aortic balloon (iab) catheter passage, coping was observed in the distal portion of the catheter. As a result, the catheter was removed and replaced with a new catheter successfully. There was no report of patient complication or serious injury and death.